Event description:
It was reported that the "the little sticker on the adhesive strip cannot be removed. The small adhesive square on the white adhesive strip (adhesive strip labeled microtek ecolab adhesion ) the second drawing on the cover unable to remove adhesive from surface". No patient injury, infections or complications were reported.